Event description:
The jaw of the instrument broke off from the shaft while manipulating tissue during surgery. Piece of instrument that broke was received with another instrument. Intraoperatively x-ray was performed, no fragments found. Pt was not injured. Surgery delay 15-20 minutes.

Manufacturer narrative:
Manufacturing site eval: waiting for product to be returned.